Manufacturer narrative:
Submit date: 11/02/2015. An investigation is currently under way; upon completion the results will be forwarded. Mw5056768.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states the permacath was implanted and then replaced on (B)(6) 2015 due to a noted pin size hole at the dialysis center. The customer reports they were unable to replicate the leakage but the catheter was replaced.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. Pinholes were found in the arterial and venous extensions. Functional testing was conducted and bubbles were found coming out of both extensions. During testing, a new silicone extension was punctured with a scalpel and the issue was duplicated. A possible root cause can be due to the device coming into contact with a sharp object. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.